Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 17.6. Hardware: iphone16.1. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined.